Event description:
It was reported that during a stone extraction procedure, a shaft kink occurred. The stone was located in the common bile duct (cbd). The extractor rx 9 mm x 12 mm extraction balloon was advanced through an unspecified endoscope, however, upon exiting the endoscope the shaft kinked at the biopsy cap which compromised the pushability of the catheter. The device was removed and another MFR's device was used to completed the procedure. No pt injuries or complications were reported. The pt's status is reported as "stable".